Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/3 of their automated peritoneal dialysis therapy. Reportedly, the home paitent had disconnected the transfer set from the patient line of the homechoice set during a dwell cycle without pausing therapy. The home patient fell asleep and didn't connect self back to the cycler in time for the following drain cycle. The home patient woke up to the system error alarm and reconnected self to the setup. Baxter's technical service center assisted the home patient in ending therapy early. Per the home patient's nurse, no patient injury or medical intervention was associated with this incident.